Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was constantly failing. The field service engineer replaced the micro switches and performed preventative maintenance to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system was constantly failing and failed to recover. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.